Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision for loss of capture all leads were noted to be dislodged due to patient being a twiddler. Loss of capture was noted on all leads and the device was flipped in the pocket. The device was explanted and leads were capped.

Manufacturer narrative:
Analysis was normal. No anomalies were found.